Event description:
During a routine follow-up, externalized conductors were observed between the svc and rv coil via x-ray. Previous xrays from 2008 also show externalization. The lead remains implanted.